Manufacturer narrative:
Concomitant product: sx53jbp, lead, implanted: (B)(6) 2002. Product event summary: the distal segment of the lead was returned and analyzed. Analysis revealed the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had high hvb (high-voltage 'b') coil impedance measurements greater than 170 ohms several times throughout the life of the device. It was suspected that the rv coil was fractured. It was noted that even though the impedance measurement was more normal at the time of extraction at 100 ohms and because the patient had received appropriate therapy it was decided to explanted and replaced the rv lead. Additionally, it was reported that even though through the device the pacing threshold of the left ventricular (lv) lead was 0.75v at 0.4ms, through the analyzer it had increased to 5.8 volts at 0.5ms. This increase is believed to be due to possible damage from extraction of the rv lead. However, according to the physician, the position of the lv lead was not optimal either. Therefore, the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.